Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool smart touch sf bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure during the hemostasis phase, the patient¿s blood pressure dropped to 50mmhg and pericardial effusion was confirmed by echocardiography. Pericardial fluid increased and an emergency pericardiocentesis was required to remove 200ml of blood from the pericardium. The patient¿s blood pressure restored and became stable at 130mmhg. The patient was then transferred to the intensive care unit (ICU). Patient¿s condition improved and was stable after leaving ICU. It is unknown if extended hospitalization was required. The causality of the adverse event is unknown to the physician. It was stated that due to the excessive administration of sedatives during the procedure, the patient¿s blood pressure was always low. However, it is unknown at what stage of the procedure the effusion occurred. No biosense webster inc product malfunctions were reported.